Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. In an attempt to replicate the reported defect of the air in line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Thereafter, functional leakage test was performed on the sample, and no leakage was observed. A measurement of the outer diameter of the pump segment was taken and found to be 0.161 inches which meets the specification of 0.1556-0.1633 inches. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed to be a result of the manufacturing process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air visualized in tubing. Rn noticed large amount of air in milrinone tubing above the pump. Rn changed tubing and upon disconnecting tubing realized that air was all throughout the tubing. B braun pump did not alarm. This prompted further inspection of heparin 2:1 line. 3 areas of air was noted post pump. B braun pump did not alarm. Heparin 2:1 line changed out. Pictures attached of heparin line. Lines and pumps saved and in clinical leader office. No injury reported.